Event description:
It was reported that the caller experienced a cartridge alarm 30 without causing the blood glucose level to exceed 500 mg/dl, keeping it within normal range. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by cleaning the speaker holes and the pump with an alcohol wipe, and resolved it completely by changing the cartridge, successfully resuming insulin therapy.